Event description:
Kangaroo pump for enteral feeds not accurate. Infusing too fast. This is 6th pump in 3 months. Supply company states their supplier calibrates. Called manufacturers. Referred to same company called day before. Vicious circle. Please help. Getting run around. FDA safety report ID# (B)(4).